Event description:
On march 26, 1992 resident fell in saf-lift chair. Patient sustained a non-displaced fracture of the left foot metatarsal; and x-ray also revealed degenerative changes of the spione with a compression fracture of lumbar I with a question of being age related. Maintenance evaluated chair and the accident was determined to be cause by fabric caught in locking devicedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: incorrect technique/procedure, invalid data. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.